Event description:
It was reported to philips that there is a broken paddle. There was no report of patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which they were redirected to avf a third party provider. Customer is taking responsibility to correct/repair the device.